Manufacturer narrative:
The reported broken trigger was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact.

Event description:
It was reported that during set up at the user facility, the trigger of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.